Event description:
Patient complains of everyday shoulder pain. He has significant pain, lack of motion, and weakness. Patient was put in a nursing home after surgery where little focus was on shoulder range of motion and strengthening. X-rays show no signs of fractures or loosening of implants. Patient wants to have his knee taken care of first before she considers surgical intervention on their shoulder. Patient ID : (B)(6).

Manufacturer narrative:
On november 10th, 2020 stryker trauma and extremities acquired tornier sas. An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR process. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Post-operative pain is described into literature as a common complication after shoulder replacement surgery. Pain can be related to several known reasons: infection. Implant material sensitivity. Inadequate choice of the implant components. Improper positioning of the implant components. - post-operative traumatic event. Reeducation procedure not respected or inadequate patient use in post-op (surgeon advices not respected). The long patient medical history could be at the origin of the persistent pain, stiffness and weakness. Based on the information available, root cause cannot be clearly determined.